Manufacturer narrative:
The lead is expected to be returned in which a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. It was noted that the oversensing possibly caused the patient to go into ventricular tachycardia in which they received a shock for, which terminated the arrhythmia. The patient underwent a lead revision procedure in which it was discovered that the ra lead had become dislodged shortly after being implanted. The ra lead was explanted and a new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. It was noted that the oversensing possibly caused the patient to go into ventricular tachycardia in which they received a shock for, which terminated the arrhythmia. The patient underwent a lead revision procedure in which it was discovered that the ra lead had become dislodged shortly after being implanted. The ra lead was explanted and a new ra lead was implanted and remains in service. No additional adverse patient effects were reported.